Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after completing the water vapor therapy spray, the needle of the delivery device could not be retracted. Pressing the needle retraction button was unsuccessful. The physical destruction of the metal fittings was not performed. The needle was not retracted during removal and was sticking out. There were no patient complications, however; the patient is under observation. The procedure was completed with the original device.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was not confirmed. The device was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The delivery device passed the visual and functional testing as well as the mechanical test performed. The allegation reported for a needle failure to retract during procedure, could not be duplicate. The tests and investigation performed did not find any anomaly regarding the returned device. A review of the device history record confirmed that the delivery device met manufacturing specification prior to release. Based on the analysis, a conclusion code of no problem detected was assigned to this event, since the device operates within specifications. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the device in question.

Event description:
It was reported that during a water vapor therapy procedure for benign prostatic hyperplasia, after completing the water vapor therapy spray, the needle of the delivery device could not be retracted. Pressing the needle retraction button was unsuccessful. The physical destruction of the metal fittings was not performed. The needle was not retracted during removal and was sticking out. There were no patient complications, however; the patient is under observation. The procedure was completed with the original device.